Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 156 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. The customer received calibration error and change sensor alarm. The customer mentioned blood at site. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial sensor. We performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. We were unable to perform bicarbonate test solution test as the sensor is beyond its expiration. We were unable to confirm insertion or needle complaint due to customer returning sensor and no needle.